Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('intrauterine migration of the implant') and menometrorrhagia ('menometrorrhagia') in a (B)(6) female patient who had essure (batch no. A27184) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), abdominal pain ("abdominal pain"), vulvovaginal burning sensation ("vulvar and vaginal burning"), dyspareunia ("burning during intercourse"), paraesthesia ("tingling in the arms"), hypoaesthesia ("numbness in the arms"), pudendal canal syndrome ("pudendal neuralgia"), arthralgia ("joint pain"), visual impairment ("visual disturbances / worsening vision"), eye irritation ("burning eyes"), fatigue ("intense fatigue"), disturbance in attention ("difficulty concentrating"), aphasia ("loss of words"), gingival bleeding ("bleeding gums"), onychoclasis ("cracked fingernails"), balance disorder ("loss of balance"), food intolerance ("food intolerances"), hot flush ("hot flushes without sweating"), pruritus ("generalized pruritus"), dysuria ("dysuria"), dyskinesia ("dyskinesia"), ear pruritus ("itching in the ear canal") and dyspepsia ("heartburn"). On an unknown date, the patient experienced perineal pain ("perineal pain"), asthenia ("asthenia"), gastrointestinal disorder ("gastrointestinal disorders"), gait disturbance ("difficulty walking / inability to practice sport") and dizziness ("feeling of dizziness"). The patient was treated with analgesics, paracetamol, phloroglucinol (spasfon) and surgery (diagnostic hysteroscopy, endometrial curettage, section intrauterine part of right axilla (B)(6) 2016 and removal of essure by hysterectomy with monobloc salpingectomy and laparoscopy (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, perineal pain, asthenia, gastrointestinal disorder, gait disturbance and dizziness outcome was unknown and the menometrorrhagia, intermenstrual bleeding, abdominal pain, vulvovaginal burning sensation, dyspareunia, paraesthesia, hypoaesthesia, pudendal canal syndrome, arthralgia, visual impairment, eye irritation, fatigue, disturbance in attention, aphasia, gingival bleeding, onychoclasis, balance disorder, food intolerance, hot flush, pruritus, dysuria, dyskinesia, ear pruritus and dyspepsia had not resolved. The reporter provided no causality assessment for abdominal pain, aphasia, arthralgia, balance disorder, disturbance in attention, dyskinesia, dyspareunia, dyspepsia, dysuria, ear pruritus, eye irritation, fatigue, food intolerance, gingival bleeding, hot flush, hypoaesthesia, onychoclasis, paraesthesia, pruritus, pudendal canal syndrome, visual impairment and vulvovaginal burning sensation with essure. The reporter considered asthenia, device expulsion, dizziness, gait disturbance, gastrointestinal disorder, intermenstrual bleeding, menometrorrhagia and perineal pain to be related to essure. The reporter commented: on (B)(6) 2013, placement of the implants under hypnosis in the surgical ward. Multiple symptoms that have only worsened year after year. On (B)(6) 2016, diagnostic hysteroscopy, endometrial curettage, section of the intra uterine part of the right axilla due to essure inserted in 2013, appearance of menometrorrhagia with no other cause than intrauterine migration of the implant. On (B)(6) 2021, removal of the essure implants by hysterectomy with monobloc salpingectomy. Since the withdrawal on (B)(6) 2021, for the moment no improvement diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Biopsy testes - on an unknown date: cervical dysplasia (cervical intraepithelial neoplasia grade 2 [cin2]). Colposcopy - on (B)(6) 2013: cavity of normal size and morphology, with no endocavitary lesion. The two ostia are visualized. Ultrasound abdomen - on (B)(6) 2015: migration of essure inserts in the uterine cavity, to compare with the rest of the gynaecological assessment. Rest of examination with no other remarkable findings, given the poor echogenicity in the right iliac fossa and right ovarian fossa, to be compared, if needed, with a supplementary computed tomography scan.. Uterine dilation and curettage - on (B)(6) 2016: polypoid endometrium attesting to long-term progestogen therapy. No histological signs of dysplasia or malignancy.. X-ray - on (B)(6) 2013: the 2 inserts, 4 radiopaque markers of each essure tubal obstruction insert are visible. Their positioning is satisfactory and noticeably symmetrical on the right and left. The examination finds a uterus of normal size and location. Tubal opacification is stopped at the essure inserts, attesting to tubal impermeability; in (B)(6) 2021: uterine x-ray confirms that the essures have been completely removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2022. The most recent information was received on 20-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("intrauterine migration of the implant") and menometrorrhagia ("menometrorrhagia") in a 42 year-old female patient who had essure inserted (lot no. A27184). Additional non-serious events are detailed below. Product or product use issues identified: wrong technique in device usage process ("section of the right intrauterine part of essure"). The patient had a medical history of venous thrombosis in 2000 and parity 2 (vaginal deliveries one on (B)(6) 1998 one girl, and one in (B)(6) 2000 one girl), atopic dermatitis, rhinoconjunctivitis, urticaria and hypersensitivity. Previously administered products included: copper iud. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced device expulsion (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), abdominal pain ("abdominal pain"), vulvovaginal burning sensation ("vulvar and vaginal burning"), dyspareunia ("burning during intercourse"), paraesthesia ("tingling in the arms"), hypoaesthesia ("numbness in the arms"), pudendal canal syndrome ("pudendal neuralgia"), arthralgia ("joint pain"), visual disturbances ("visual disturbances / worsening vision"), eye irritation ("burning eyes"), fatigue ("intense fatigue"), disturbance in attention ("difficulty concentrating"), aphasia ("loss of words"), gingival bleeding ("bleeding gums"), onychoclasis ("cracked fingernails"), balance disorder ("loss of balance"), food intolerance ("food intolerances"), hot flush ("hot flushes without sweating"), pruritus ("generalized pruritus"), dysuria ("dysuria"), dyskinesia ("dyskinesia"), ear pruritus ("itching in the ear canal") and dyspepsia ("heartburn"). Essure was removed on (B)(6) 2021. An unknown time later she experienced perineal pain ("perineal pain"), asthenia ("asthenia"), gastrointestinal disorder ("gastrointestinal disorders"), gait disturbance ("difficulty walking / inability to practice sport"), dizziness ("feeling of dizziness"), abdominal discomfort ("abdominal discomfort"), abdominal pain upper ("abdominal pain upper"), allodynia ("allodynia"), bursitis ("bursitis"), dermatitis contact ("dermatitis contact"), dysmenorrhoea ("dysmenorrhoea"), insomnia ("insomnia"), memory impairment ("memory impairment"), myalgia ("myalgia"), patellofemoral pain syndrome ("patellofemoral pain syndrome"), pelvic pain ("pelvic pain"), rash ("rash"), tendonitis ("tendonitis") and visual impairment ("visual impairment"). The patient was treated with analgesics, paracetamol and spasfon [phloroglucinol] as well as surgery (removal of essure by hysterectomy with monobloc salpingectomy and laparoscopy (B)(6) 2021 and diagnostic hysteroscopy, endometrial curettage, section intrauterine part of right axilla (B)(6) 2016). At the time of the report, the menometrorrhagia, intermenstrual bleeding, abdominal pain, vulvovaginal burning sensation, dyspareunia, paraesthesia, hypoaesthesia, pudendal canal syndrome, arthralgia, visual disturbances, eye irritation, fatigue, disturbance in attention, aphasia, gingival bleeding, onychoclasis, balance disorder, food intolerance, hot flush, pruritus, dysuria, dyskinesia, ear pruritus and dyspepsia had not resolved. The outcomes for device expulsion, perineal pain, asthenia, gastrointestinal disorder, gait disturbance, dizziness, dermatitis contact, dysmenorrhoea and insomnia were unknown. The reporter considered abdominal discomfort, abdominal pain upper, allodynia, asthenia, bursitis, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, gait disturbance, gastrointestinal disorder, insomnia, intermenstrual bleeding, memory impairment, menometrorrhagia, myalgia, patellofemoral pain syndrome, pelvic pain, perineal pain, rash, tendonitis and visual impairment to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, vulvovaginal burning sensation, dyspareunia, paraesthesia, hypoaesthesia, pudendal canal syndrome, arthralgia, visual disturbances, eye irritation, fatigue, disturbance in attention, aphasia, gingival bleeding, onychoclasis, balance disorder, food intolerance, hot flush, pruritus, dysuria, dyskinesia, ear pruritus or dyspepsia. The reporter commented: on (B)(6) 2013, placement of the implants under hypnosis in the surgical ward. Multiple symptoms that have only worsened year after year. On (B)(6) 2016, diagnostic hysteroscopy, endometrial curettage, section of the intra uterine part of the right axilla due to essure inserted in 2013, appearance of menometrorrhagia with no other cause than intrauterine migration of the implant. On (B)(6) 2021, removal of the essure implants by hysterectomy with monobloc salpingectomy. Since the withdrawal on (B)(6) 2021, for the moment no improvement. On (B)(6) 2022, the patient felt better. Pelvic pain improved, urgent urination symptoms disappeared, she slept better, vaginal trophicity improved. But she still suffered from joint pain, asthenia, some mental confusion with forgetfulness. Digestion seemed to be better. On (B)(6) 2022, the patient resumed professional activity. On (B)(6) 2022, medical consultation: the patient felt better, symptoms improved, except dyspareunia burning type. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Biopsy testes] (date unknown): cervical dysplasia (cervical intraepithelial neoplasia grade 2 [cin2]). [Colposcopy] on (B)(6) 2013: cavity of normal size and morphology, with no endocavitary lesion. The two ostia are visualized [ultrasound abdomen] on (B)(6) 2015: migration of essure inserts in the uterine cavity, to compare with the rest of the gynaecological assessment. Rest of examination with no other remarkable findings, given the poor echogenicity in the right iliac fossa and right ovarian fossa, to be compared, if needed, with a supplementary computed tomography scan. [Uterine dilation and curettage] on (B)(6) 2016: polypoid endometrium attesting to long-term progestogen therapy. No histological signs of dysplasia or malignancy. [X-ray] on (B)(6) 2013: the 2 inserts, 4 radiopaque markers of each essure tubal obstruction insert are visible. Their positioning is satisfactory and noticeably symmetrical on the right and left. The examination finds a uterus of normal size and location. Tubal opacification is stopped at the essure inserts, attesting to tubal impermeability; in (B)(6) 2021: uterine x-ray confirms that the essures have been completely removed. Lot number: a27184 manufacture date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-mar-2023: upon received follow up it was identified this case was duplicate of (B)(4). All events (abdominal discomfort, abdominal pain upper, allodynia, , bursitis, dermatitis contact, , dysmenorrhoea, insomnia, intermenstrual bleeding, memory impairment, myalgia, , patellofemoral pain syndrome, pelvic pain, rash, tendonitis and visual impairment), information , references & source documents has been transferred to this case. (Legacy device number 2951250-2023-01215 ). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("intrauterine migration of the implant") and menometrorrhagia ("menometrorrhagia") in a 42 year-old female patient who had essure inserted (lot no. A27184). Additional non-serious events are detailed below. Product or product use issues identified: wrong technique in device usage process ("section of the right intrauterine part of essure"). The patient had a medical history of venous thrombosis in 2000 and parity 2 (vaginal deliveries one on (B)(6) 1998 one girl, and one in (B)(6) 2000 one girl), atopic dermatitis, rhinoconjunctivitis, urticaria and hypersensitivity. Previously administered products included: copper iud. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced device expulsion (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), abdominal pain ("abdominal pain"), vulvovaginal burning sensation ("vulvar and vaginal burning"), dyspareunia ("burning during intercourse"), paraesthesia ("tingling in the arms"), hypoaesthesia ("numbness in the arms"), pudendal canal syndrome ("pudendal neuralgia"), arthralgia ("joint pain"), visual disturbances ("visual disturbances / worsening vision"), eye irritation ("burning eyes"), fatigue ("intense fatigue"), disturbance in attention ("difficulty concentrating"), aphasia ("loss of words"), gingival bleeding ("bleeding gums"), onychoclasis ("cracked fingernails"), balance disorder ("loss of balance"), food intolerance ("food intolerances"), hot flush ("hot flushes without sweating"), pruritus ("generalized pruritus"), dysuria ("dysuria"), dyskinesia ("dyskinesia"), ear pruritus ("itching in the ear canal") and dyspepsia ("heartburn"). Essure was removed on (B)(6) 2021. An unknown time later she experienced perineal pain ("perineal pain"), asthenia ("asthenia"), gastrointestinal disorder ("gastrointestinal disorders"), gait disturbance ("difficulty walking / inability to practice sport"), dizziness ("feeling of dizziness"), abdominal discomfort ("abdominal discomfort"), abdominal pain upper ("abdominal pain upper"), allodynia ("allodynia"), bursitis ("bursitis"), dermatitis contact ("dermatitis contact"), dysmenorrhoea ("dysmenorrhoea"), insomnia ("insomnia"), memory impairment ("memory impairment"), myalgia ("myalgia"), patellofemoral pain syndrome ("patellofemoral pain syndrome"), pelvic pain ("pelvic pain"), rash ("rash"), tendonitis ("tendonitis") and visual impairment ("visual impairment"). The patient was treated with analgesics, paracetamol and spasfon [phloroglucinol] as well as surgery (removal of essure by hysterectomy with monobloc salpingectomy and laparoscopy (B)(6) 2021 and diagnostic hysteroscopy, endometrial curettage, section intrauterine part of right axilla 06-jan-16). At the time of the report, the menometrorrhagia, intermenstrual bleeding, abdominal pain, vulvovaginal burning sensation, dyspareunia, paraesthesia, hypoaesthesia, pudendal canal syndrome, arthralgia, visual disturbances, eye irritation, fatigue, disturbance in attention, aphasia, gingival bleeding, onychoclasis, balance disorder, food intolerance, hot flush, pruritus, dysuria, dyskinesia, ear pruritus and dyspepsia had not resolved. The outcomes for device expulsion, perineal pain, asthenia, gastrointestinal disorder, gait disturbance, dizziness, dermatitis contact, dysmenorrhoea and insomnia were unknown. The reporter considered abdominal discomfort, abdominal pain upper, allodynia, asthenia, bursitis, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, gait disturbance, gastrointestinal disorder, insomnia, intermenstrual bleeding, memory impairment, menometrorrhagia, myalgia, patellofemoral pain syndrome, pelvic pain, perineal pain, rash, tendonitis and visual impairment to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, vulvovaginal burning sensation, dyspareunia, paraesthesia, hypoaesthesia, pudendal canal syndrome, arthralgia, visual disturbances, eye irritation, fatigue, disturbance in attention, aphasia, gingival bleeding, onychoclasis, balance disorder, food intolerance, hot flush, pruritus, dysuria, dyskinesia, ear pruritus or dyspepsia. The reporter commented: on (B)(6) 2013, placement of the implants under hypnosis in the surgical ward. Multiple symptoms that have only worsened year after year. On (B)(6) 2016, diagnostic hysteroscopy, endometrial curettage, section of the intra uterine part of the right axilla due to essure inserted in 2013, appearance of menometrorrhagia with no other cause than intrauterine migration of the implant. On (B)(6) 2021, removal of the essure implants by hysterectomy with monobloc salpingectomy. Since the withdrawal on (B)(6) 2021, for the moment no improvement on (B)(6) 2022, the patient felt better. Pelvic pain improved, urgent urination symptoms disappeared, she slept better, vaginal trophicity improved. But she still suffered from joint pain, asthenia, some mental confusion with forgetfulness. Digestion seemed to be better. On (B)(6) 2022, the patient resumed professional activity. On (B)(6) 2022, medical consultation: the patient felt better, symptoms improved, except dyspareunia burning type. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Biopsy testes] (date unknown): cervical dysplasia (cervical intraepithelial neoplasia grade 2 [cin2]) [colposcopy] on (B)(6) 2013: cavity of normal size and morphology, with no endocavitary lesion. The two ostia are visualized [ultrasound abdomen] on (B)(6) 2015: migration of essure inserts in the uterine cavity, to compare with the rest of the gynaecological assessment. Rest of examination with no other remarkable findings, given the poor echogenicity in the right iliac fossa and right ovarian fossa, to be compared, if needed, with a supplementary computed tomography scan. [Uterine dilation and curettage] on (B)(6) 2016: polypoid endometrium attesting to long-term progestogen therapy. No histological signs of dysplasia or malignancy. [X-ray] on (B)(6) 2013: the 2 inserts, 4 radiopaque markers of each essure tubal obstruction insert are visible. Their positioning is satisfactory and noticeably symmetrical on the right and left. The examination finds a uterus of normal size and location. Tubal opacification is stopped at the essure inserts, attesting to tubal impermeability; in (B)(6) 2021: uterine x-ray confirms that the essures have been completely removed lot number: a27184 manufacture date: (B)(6) 2012 expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-mar-2022. The most recent information was received on 08-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('intrauterine migration of the implant') and menometrorrhagia ('menometrorrhagia') in a 42-year-old female patient who had essure (batch no. A27184) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), abdominal pain ("abdominal pain"), vulvovaginal burning sensation ("vulvar and vaginal burning"), dyspareunia ("burning during intercourse"), paraesthesia ("tingling in the arms"), hypoaesthesia ("numbness in the arms"), pudendal canal syndrome ("pudendal neuralgia"), arthralgia ("joint pain"), visual impairment ("visual disturbances / worsening vision"), eye irritation ("burning eyes"), fatigue ("intense fatigue"), disturbance in attention ("difficulty concentrating"), aphasia ("loss of words"), gingival bleeding ("bleeding gums"), onychoclasis ("cracked fingernails"), balance disorder ("loss of balance"), food intolerance ("food intolerances"), hot flush ("hot flushes without sweating"), pruritus ("generalized pruritus"), dysuria ("dysuria"), dyskinesia ("dyskinesia"), ear pruritus ("itching in the ear canal") and dyspepsia ("heartburn"). On an unknown date, the patient experienced perineal pain ("perineal pain"), asthenia ("asthenia"), gastrointestinal disorder ("gastrointestinal disorders"), gait disturbance ("difficulty walking / inability to practice sport") and dizziness ("feeling of dizziness"). The patient was treated with analgesics, paracetamol, phloroglucinol (spasfon) and surgery (diagnostic hysteroscopy, endometrial curettage, section intrauterine part of right axilla (B)(6) 2016 and removal of essure by hysterectomy with monobloc salpingectomy and laparoscopy (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, perineal pain, asthenia, gastrointestinal disorder, gait disturbance and dizziness outcome was unknown and the menometrorrhagia, intermenstrual bleeding, abdominal pain, vulvovaginal burning sensation, dyspareunia, paraesthesia, hypoaesthesia, pudendal canal syndrome, arthralgia, visual impairment, eye irritation, fatigue, disturbance in attention, aphasia, gingival bleeding, onychoclasis, balance disorder, food intolerance, hot flush, pruritus, dysuria, dyskinesia, ear pruritus and dyspepsia had not resolved. The reporter provided no causality assessment for abdominal pain, aphasia, arthralgia, balance disorder, disturbance in attention, dyskinesia, dyspareunia, dyspepsia, dysuria, ear pruritus, eye irritation, fatigue, food intolerance, gingival bleeding, hot flush, hypoaesthesia, onychoclasis, paraesthesia, pruritus, pudendal canal syndrome, visual impairment and vulvovaginal burning sensation with essure. The reporter considered asthenia, device expulsion, dizziness, gait disturbance, gastrointestinal disorder, intermenstrual bleeding, menometrorrhagia and perineal pain to be related to essure. The reporter commented: on (B)(6) 2013, placement of the implants under hypnosis in the surgical ward. Multiple symptoms that have only worsened year after year. On (B)(6) 2016, diagnostic hysteroscopy, endometrial curettage, section of the intra uterine part of the right axilla due to essure inserted in 2013, appearance of menometrorrhagia with no other cause than intrauterine migration of the implant. On (B)(6) 2021, removal of the essure implants by hysterectomy with monobloc salpingectomy. Since the withdrawal on (B)(6) 2021, for the moment no improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Biopsy testes - on an unknown date: cervical dysplasia (cervical intraepithelial neoplasia grade 2 [cin2]). Colposcopy - on (B)(6) 2013: cavity of normal size and morphology, with no endocavitary lesion. The two ostia are visualized. Ultrasound abdomen - on (B)(6) 2015: migration of essure inserts in the uterine cavity, to compare with the rest of the gynaecological assessment. Rest of examination with no other remarkable findings, given the poor echogenicity in the right iliac fossa and right ovarian fossa, to be compared, if needed, with a supplementary computed tomography scan.. Uterine dilation and curettage - on (B)(6) 2016: polypoid endometrium attesting to long-term progestogen therapy. No histological signs of dysplasia or malignancy.. X-ray - on (B)(6) 2013: the 2 inserts, 4 radiopaque markers of each essure tubal obstruction insert are visible. Their positioning is satisfactory and noticeably symmetrical on the right and left. The examination finds a uterus of normal size and location. Tubal opacification is stopped at the essure inserts, attesting to tubal impermeability; in (B)(6) 2021: uterine x-ray confirms that the essures have been completely removed. Lot number: a27184; manufacture date: 2012-07; expiration date: 2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.